Manufacturer narrative:
S/w version = 5.2a. Retainer ring = black . Case type: ngp. Customer returned pump for alleged pump error 23, unexpected battery power loss, pump error 68, failed battery test and stuck keypad were found on (B)(6) 2023. The pump passed the displacement test, self-test, sleep current test, active current test and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump error 23, unexpected battery power loss, pump error 68, failed battery test or stuck keypad alarms were not noted during test. Pump error 23, pump error 68 and stuck keypad overlay were noted in pump downloaded history on (B)(6) 2023 at 13:20:27.000, (B)(6) 2023 at 13:20:03.000 and (B)(6) 2023 at 08:06:31.000 respectively. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and stained serial number label. No unexcepted pump error 23 noted during testing. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Pump error 23, unexpected battery power loss, pump error 68, failed battery test and stuck keypad were not confirmed. Pump passed all of the testing required. Moisture damage confirmed at pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a replace battery alarm even after changing a new battery. It was reported that the customer buttons were not responding, the customer received post-reset ram crc alarm-pump error 23 alarm and trace pointers are invalid-pump error 68 alarm. Troubleshooting was performed and found it as a second occurrence of replace battery now in less than 8 hours. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.